Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was 66 mg/dl at the time of incident. The customer's father was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error or open book alarms noted. No traces of moisture were found at electronic or motor assemblies per visual inspection.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error or open book alarms noted.